Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion, chronic vaginal pain, dyspareunia and vaginal scarring. An excision of the mesh and closure of anterior vaginal wall were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.